Event description:
Related manufacturer reference number: 2017865-2022-05841. It was reported that the asymptomatic patient presented in clinic for a routine generator change procedure. Device interrogation, prior to procedure, revealed right ventricular (rv) lead noise recorded as high ventricular rates in the stored electrograms. The noise on the rv lead was also inhibiting pacing. Device interrogation also revealed atrial lead noise. Rv lead fracture was confirmed via fluoroscopy. Both leads were capped on (B)(6) 2022 and the rv lead was replaced. The was in stable condition before and after the surgery.